Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Patient reported "was aware of the recall". Healthcare professional reported right side capsular contracture, baker grade iii and "a minimal amount of homogeneous laminar fluid adjacent to the implant" diagnosed via MRI. Device remains implanted.